Event description:
It was reported that the patient presented in backup vvi. The patient's presenting rhythm was intermittent. Backup pacing was observed. Due to low battery status further troubleshooting could not be performed and the pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.